Manufacturer narrative:
Section h6 health effect - clinical code: "1888 - hemorrhage/bleeding" corrected to "4476 - gastrointestinal hemorrhage". Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on 07oct2021, the patient presented with possible melena. Last hemoglobin on (B)(6) 2021 was 11.4. Site of bleeding was confirmed to be gastrointestinal bleeding (gi). No diagnostic tests performed. The patient was asymptomatic, no change in medications and the event resolved on (B)(6) 2021. No additional information provided.